Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported multiple issues. Pt mentioned that they started noticing a couple of days ago that their stimulation automatically turns off; pt added that after they got 70%-80% and can't get the charge any higher, by the time they wake up in the morning or towards the end of the day the stimulation goes off and this happened a couple of times. Pt mentioned that they also noticed that needed to charge their implant 2x a day now instead of once a day; pt added that their therapy was set in a high intensity. Pt also added that when they turn on controller, they would get settings not available cannot provide your desired intensity settings but they were not changing their therapy settings, their therapy setting are correct. Agent reviewed implant battery depletion to pt. Pt was redirected to the ir managing hcp.